Event description:
It was reported the cadd administration set would not prime past the filter. This was before the patient had been attached to the pump. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. The samples were received by the manufacturing decontamination site; however, the samples were not received by the investigation site, thus the results of this investigation were performed by the photos sent by the customer. The photo shows an administration set plate with the note stating no primming. No damage or dysfunctional condition was observed on this part of the set. The reported failure mode, priming difficulty, cannot be confirmed. If the device arrives, this complaint will reopen to include in the investigation of the physical sample returned. The root cause cannot be determined based on the photo provided by the customer. No corrective actions are required because the mitigations on place were revised and were executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.